Event description:
It was reported that a patient was implanted (B)(6) 2014 with a ventricle assist device. It is stated that it was a difficult post op course complicated by right ventricle (rv) failure requiring a right ventricle assist device (rvad) at time of the left ventricle assist device (vad) implant. The patient was improving in the intensive care unit (ICU), the rvad was explanted. The patient was found to be unresponsive in the ICU; a computed tomography (CT) scan revealed a small hemorrhagic cerebrovascular accident, with uncal herniation. The patient was taken to the operating room for a decompression craniotomy, with bone flap. The brain tissue had purulent discharge that was sent for culture. The patient outcome is noted as a poor prognosis. No other information is available at this time.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced right ventricular failure and a hemorrhagic stroke. Patient received a computerized tomography (CT) scan which led to performing a craniotomy for decompression. The prognosis was poor and care was withdrawn. The device was not returned to the manufacturer for analysis as it remains implanted. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.